Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia after dinner while using the ilet bionic pancreas with usual meal announcements, with the lowest reported blood glucose of 40 mg/dl and current blood glucose of 150 mg/dl at the time of contact. Symptoms included low blood glucose requiring treatment. Outcomes included temporary impairment that was addressed with oral glucose tablets, without professional medical intervention or hospitalization. Investigation included troubleshooting and user education regarding meal announcements and insulin dosing, with advice to consult a healthcare provider for individualized guidance. Investigation of this case revealed the cause of hypoglycemia remained unclear. It was concluded that no device malfunction was identified and that user counseling was provided.